Event description:
It was reported that during a laparoscopic gastric bypass procedure, it was reported by the surgeon that after the initial firing of the device, the locking handle did not stay closed. This was noticed after the device was loaded for the second firing. A new device was opened and the procedure was completed with no adverse patient event.

Manufacturer narrative:
(B)(4). Results: damaged release button. The analysis found that one ple45a device was received for analysis without cartridge reload. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. No further functional test could be performed due to the condition of the device. However, a dry fire was performed and the firing mechanism worked as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.